Event description:
Wife had allergan natrelle inspira breast implants placed following double mastectomy. She had been treated for her 2 positive breast cancer and tests showed she was cancer free. She chose double mastectomy for further reduce the chance of recurrence. In (B)(6) 2018, she was diagnosed with triple negative breast cancer. The lump she found was on the outside, lower portion of the right implant. She initially thought it was scar tissue from the implant surgery. We never got a good explanation of how a different breast cancer type occurred, especially after getting the all clear prior to the double mastectomy. Then, I recently read that the FDA has identified a possible cancer link to the allergan implants. I read an article that listed the natrelle inspira as one of the type included. I can't help but wonder if my wife's cancer recurrence was related to her implants. There are many more details than I have the space to share here. I am willing to talk with someone from the FDA to provide add'l detail. Hoping that we can limit the number of women exposed in the future. FDA safety report ID # (B)(4).